Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not detect ECG leads. It is unknown if the device was in use on a patient at the time of the event, a request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
New information received confirmed the device was in use on a patient at the time of the event. Event description updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not detect electrocardiogram (EKG) leads. When the EKG leads were placed on a patient, EKG waveform did not show up on the screen. A message displayed on the screen indicating they were not working. New information received from good faith effort response indicates the device was in use on a patient at the time of the event. There was no report of actual harm reported with this complaint.